Event description:
It was reported that the patient's entire catheter was explanted. The patient had a new catheter placed. The patient had a one-piece before, it was completely dislodged and fell out of the intrathecal space and coiled up the spine. The drug used in the pump at the time of the event was not known.

Manufacturer narrative:
(B)(4).